Event description:
It was reported that a flo-gard IV solution administration set had a piece of plastic in its drip chamber. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified an extra loose and squashed filter inside of the chamber. The cause was determined to be an issue with the material supplied to the manufacturing facility by an external supplier. In order to address this condition, a notification was sent to the supplier for further investigation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.